Manufacturer narrative:
Analysis: visual analysis of the returned product identified a hole in the right cusp that was caused by contact with a long suture tail and contact with the bias cloth that covers the outflow edge of the valve. Tears and abrasions on the left and non-coronary cusp lunulae and free margins also due to contact with a long suture tail and the bias cloth. Pannus extends 1 to 1.5 mm onto all cusps. Radiography show no evidence of mineralization in the valve. Conclusion: reduced performance of the device occurred and was related to the event. However, implant technique contributed to the event, as a long suture tail resulted in the damage to the leaflets. Device explanted and replaced without reported adverse pt effect.

Event description:
Medtronic received info that this aortic bioprosthetic heart valve exhibited regurgitation after approximately 48 months of service. Cuspal tears were noted by echo and catheterization. The decision was made to explant and replace the valve. No adverse pt effects were reported.